Event description:
After inflating the balloon for the 7th time, the balloon ruptured. While removing the balloon via the sheath, the balloon (along with the introducer) sheered off and became lodged in the right femoral artery (rfa). After many unsuccessful attempts at removal, the left femoral artery (lfa) was accessed and perclosed and using a gooseneck snare. The balloon was snared and pulled into the lfa. However, the balloon would not exit via lfa. By this time, the physician along with the vascular surgeon resident were at the bedside. In the meantime, another physician continued attempting to remove the balloon. As plans were being made to take the pt to vascular surgery, the sheath, wire and balloon all came out intact from the lfa. After the equipment was removed, lfa was perclosed. No bleeding or hematoma was noted in the left groin. Pressure dressing was applied. Pt's hemoglobin and hematocrit pre-procedure was 9.8/33.1. Due to large amount of blood loss during retrieval process, the second surgeon ordered two units packed red blood cells to be given. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Additional info received from the facility indicated the catheter was removed without incident and the pt suffered no additional adverse sequela associated with this event. The sample is being retained by the facility at this time and is not available for eval.

Manufacturer narrative:
The actual device involved in the incident is being retained by the facility and is not available for the MFR to evaluate. Without the actual sample, a thorough eval could not be peformed. No specific conclusions can be drawn. These balloon catheters are mfg and purchased from numed, inc. All available info has been forwarded to numed for eval. If the device is received, a follow-up report will be filed. At this time, no specific conclusions can be drawn.